Event description:
N/a.

Manufacturer narrative:
The neuro patty (ID 245407) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, potential cause of the reported event may be related to a deficiency with the attached x-ray polymer strip. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) was closed in (B)(6) 2022 for the patties/strips product family related to discoloration, incorrect count, string issues, and x-ray detectability. Actions were implemented to minimize the issue reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
FDA reference no. (B)(4). A facility reported a neuro patty (ID 245407) was not x-ray detectable. The neuro sponge count was off. The doctor was notified and had to reopen the patient's surgical site to find the missing neuro sponge. The missing component was recovered, and the neuro sponge was later x-rayed, however, it did not show up.